Event description:
My brother, who is an insulin dependent diabetic, has been using abbott pharmaceuticals freestyle libre 2 system for well over a year. Fifty percent, if not more, of the sensors he has received have been defective. I believe freestyle libre customer service is based in india and, although it is often hard to understand some of the customer representatives, they are for the most part courteous and friendly. However, they only read from a script and cannot answer questions. Each time we get a defective sensor, I call customer service. They send a replacement and a return kit and we have faithfully returned every sensor, as directed. Many of the replacement sensors they send also fail. My brother pays approximately (B)(6) for 2 sensors at the pharmacy each month, and they, too, often fail. My brother had 4 failed sensors within a 2 day period and I contacted customer service regarding each one. I received an email from abbott diabetes care stating that they were unable to provide any replacement sensors at this time. I called customer service and asked to speak to a supervisor. The woman I spoke with, (B)(6), said my brother had reached the limit of replacement sensors and that they would not provide anymore replacements for a 6 month period. The fault is not his that their products do not work. So if the sensors he pays for at the pharmacy don't work, he will have no sensors until the following month. My brother uses a meter to check his sensors. He does not have a smartphone so he cannot upgrade to the freestyle libre 3 system or switch to dexcom. My brother is on the autism spectrum; he has asperger's. I am his primary caregiver although he is highly functional. I put the sensors on his arms as directed by abbott's instructions. We follow the procedures, but the sensors continue to fail repeatedly. I previously wrote of abbott diabetes care at 1360 s loop r, alameda, ca 94502-70000 and received a form letter response thanking me for my inquiry. Someone needs to look into the quality of the products abbott is distributing. I can't believe we are the only people experiencing these issues. Reference reports mw5155523, mw5155525, and mw5155526.